Manufacturer narrative:
(B)(4): it was reported that the patient the patient underwent mesh implantation to treat stress urinary incontinence and cystocele. On (B)(6) 2009 the patient underwent excision of mesh with bilateral para vaginal defect repair due to chronic pain infection, dyspareunia, recurrence, incontinence, levator hypertonia, bowel problems, erosion and other physical and emotional injuries. On (B)(6) 2010 the patient underwent cystocele and vault prolapse repair after prior failed prolapse repair. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2009 and mesh and (ams) perigee system with intepro lite were implanted. The patient underwent the concurrent procedure of a cystocele repair during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that on (B)(6) 2009 the patient reported pelvic pain, urinary frequency, urinary urgency, significant pain with burning, spasm like vaginal pain with abduction of thighs, constant pressure in the bowels, and difficulty with bowel movements since vaginal mesh implantation. The patient was diagnosed with mesh complications that include pelvic pain, urinary frequency and urgency, and levator hypertonia. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal/revision on (B)(6) 2009. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 05/14/2016.

Manufacturer narrative:
Date sent to FDA: 11/11/2016. Additional narrative: it was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on an undisclosed date and mesh and (ams) perigee system with intepro lite were implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.